Event description:
It was reported that this pacemaker recorded a stored ventricular episode which had a regular signal on both the right atrial (ra) and right ventricular (rv) channels at the same time that looked like electromagnetic interference (emi). Technical services (ts) discussed it looked like electromagnetic interference (emi) and that it looks like a possible electrophysiology study with rv pacing at the interval. Ts recommended confirming if the patient was having a procedure at the time. This pacemaker remains in service. No adverse patient effects were reported.